Event description:
It was reported that the patient presented for follow up. An interrogation of the device revealed far r wave over-sensing on the atrial channel of the implantable cardioverter defibrillator. No interventions were made. The patient was stable.